Event description:
Procedure: wedge resection. Reportedly, when the device was fired the staples dispensed, but did not form properly. The surgeon then proceeded to resest the pt lobe which added time to the procedure. There was no injury to the pt reported.